Event description:
It was reported that the arctic sun device control panel would not turn on, however the rest of the device powered up as evidence by hearing the compressor power up. They discussed this was likely an issue with the control panel. They stated that they would discuss with management a repair strategy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device control panel would not turn on, however the rest of the device powered up as evidence by hearing the compressor power up. They discussed this was likely an issue with the control panel. They stated that they would discuss with management a repair strategy.